Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral approach. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery to external iliac artery. After a guide wire was crossed the lesion, a 8.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.